Event description:
The dr reportedly detected a scleral burn during a phacoemulsification procedure. The dr noticed that emulsified material was not being aspirated and removed and replaced the handpiece. The case was continued without further events. The pt is doing fine and is expected to recover fully.